Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for barrel broken on lot # 9169510. This is an mds product, risks, hazards and harms are captured under the umbrella of risk management document (B)(4). Investigation summary: customer returned photos of a 1/2cc bd safetyglide syringe. Customer states that the barrel is broken. The photos were examined and exhibited a piece of the barrel broken off beginning at the 0 unit marking. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9169510. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 28aug2020, (B)(4) received a photo for 0.5ml 30ga tw 8mm bd safety glide insulin syringe from material 305934, batch 9169510. A review of the photos found one (1) syringe with a broken barrel from the zero line to the 20-scale unit marking. The safety mechanism is still intact to the barrel. The barrel is not bowed nor does the barrel and/or plunger display any damage. This defect could have occurred at the printer operation. Process: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: printer machine failures for broken barrel investigation: l2l dispatch on (B)(6) 2019 replaced print drum and bottom delrin guide and (B)(6) 2020 finger chain out of time with transfer dial. Corrective action: replaced print drum, bottom delrin guide, and finger chain. CAPA #: (B)(4). Rationale: CAPA (B)(4) was opened on (B)(6) 2019 to address the broken barrel issue. It was closed effective on (B)(6) 2020.

Event description:
It was reported that 1/2 ml bd safetyglide¿ insulin syringe with attached needle barrel was broken. This was discovered before use. The following information was provided by the initial reporter: the barrel broken.